Event description:
A malfunction alarm was reported with a resettable code displayed. The customer's blood glucose level was 214.2 mg/dl, which was within the normal range. Technical support provided information on resetting the pump and assisted the customer in doing so. The malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to contact technical support if the issue returned.